Event description:
In the operating room, upon attempting to read the content of the holter iegm memory, the user realized the memory contained unphysiological wave-forms. After switching off the programming system tms 1000 and rebooting it, the observed effect remained. The physician decided not to implant this ICD.